Event description:
A customer observed false positive ahbs qc results on the eci analyzer. Pt results are not affected. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the issue is limited to the ahbs assay. The first qc result tested in the morning after the machine has been idle is biased high. Repeat testing yields expected results. Qc fluid handling procedures were verified. Datalog analysis confirmed that the analyzer was operating normally. Results of a precision test were acceptable and could not reproduce the issue. The root cause of the event is unk.